Event description:
During a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The physician attempted to stent the target lesion, in an unknown vessel, with a 3.50 x 24 mm taxus express2 drug eluting stent, but was unable to cross the lesion. As the physician attempted to withdraw the taxus stent into the guide catheter it appeared to be getting stuck on the end of the guide catheter under fluoroscopy. The physician worked the stent back and forth and the stent delivery system finally came into the guide cahteter. Upon withdrawal from the body it was noted that the stent was no longer on the balloon. Fluoroscopy was performed over the entire left coronary system but the stent was not located. The patient was placed on plavix after the case. The patient's condition was reported as "satisfactory/good". Additional information has been requested.